Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is alarming/red light and the unit alarm will not function. The key failure is the defective pilot valve. Additional malfunction identified on the irs is no alarm from the power switch (aka on/off switch).